Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 869-021,510k# k040962 and UDI (B)(4) is approved for sale in us. (B)(4). The product is not returned to manufacturer for evaluation but x-ray images were submitted which were reviewed and the results are: x-ray review: "post op x-rays from thoraco-sacral fusion procedure show a rod fracture at the thoracolumbar transition. No instrumentation is present in two of the lumbar vertebral bodies though interbody graft appears to be present.fusion status is unknown,but a saggital imbalance appears to exist.rod contour also appears to be under bent,possibly contributing to "pre-stress" on the construct."

Event description:
It was reported that patient underwent posterior lumbar interbody fusion at l1/2,l2/3,l3/4,l4/5 on (B)(6) 2005. On (B)(6) 2008,patient underwent revision in which patient underwent posterior lumbar interbody fusion at l5/s and posterior spinal fusion at t6-iliac.reason for revision is unknown. On (B)(6) 2009, relevant rods were implanted into patient. Post op, on an unknown date rod breakage was identified. Non-union was observed at l4/5.the patient complained of back pain as a result of this event. The patient underwent revision surgery for the explantation of the broken rods on (B)(6) 2017. Bony union was achieved at l5/s, so that the iliac screw was removed. T6 hook was removed too. The rod replacement was done.

Manufacturer narrative:
Visual review confirms rod breakage. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Significant fracture surface damage is noted. Microscopic examination of the undamaged portions of the fracture surface identified a fairly flat fracture surface with gently convex progressive striations through the cross-sectional area, consistent with cyclic fatigue. Dimensional examination of the outer diameter of the rod confirms dimension is within print specification. The above observations are consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.